Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the b bd insyte¿ IV catheter ¿there was black foreign matter on the catheter tip.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: four photos were returned for investigation. Black fm was observed in the returned photo. One actual sample in closed packaging was returned for investigation. Actual sample: the actual sample was subjected to visual inspection. Loose, black fm was observed on the catheter of the returned sample. Photos: the loose, black fm was found to consist of black particles, black fiber and transparent fiber. The ftir results showed that the spectrum of the black particle had reasonably matched with cellulose. Refer to attachment c. The ftir results showed that the spectrum of the black fiber had reasonably matched with poly (ethylene terephthalate). The ftir results showed that the spectrum of the transparent fiber had reasonably matched with poly (ethylene terephthalate). Loose, black fm was observed on the catheter of the returned sample. Investigation conclusion: the probable root causes for the loose, black fm could be from the manufacturing environment.